Event description:
Report received from baxter-china states two incidents of fast flow occurred. Per reporter, one device completed infusion 24 hours earlier and the second device completed infusion 36 hours earlier than expected. Both devices contained 5fu and d5w for total volume of 144ml. Additional information received from baxter-china states one device completed the infusion in 48 hours and one device completed the infusion in 36 hours, rather than the expected 72 hours. Reporter states no patient injury resulted.